Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 100-160mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored in the kitchen and were first opened 08/23/2015. Reviewed meter memory (B)(6). Customers concern: 213, 262, 228 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 100-160mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern:213, 262, 228 mg/dl. No adverse event reported.